Manufacturer narrative:
Concomitant medical products: product ID: 3587a-25, lot# 0209151684, implanted: (B)(6) 2018, product type: lead. Product ID: 7489-66, serial# (B)(4), implanted: (B)(6) 2018, product type: extension. (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer representative regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the implant was probably not working and caused problems. The patient was not getting help from their device. Instead of pain relief, the patient received electrical shock kind of feeling. Body movement changed the feeling of paresthesia. The patient received an electrical kind of feeling when coughing or changing body position etc. The patient¿s pain was now more wide compared to time when treatment was started and that makes it hard to describe the level of help. Overall the patient was disappointed to the level of pain relief. Otherwise the patient was happy with the ins and paresthesia. The patient was also happy with the care they received from the hospital. No further complications were reported or anticipated.